Manufacturer narrative:
(B)(4). Concomitant medical products: unknown explor screw, unknown explor radial stem. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent initial elbow arthroplasty and subsequently considered for revision due to unknown reasons.

Manufacturer narrative:
The following report is being submitted to relay additional information received. The complaint cannot be confirmed as no medical records or x-rays were provided. Device history record (DHR) review was unable to be performed as the product information of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available to report at this time.